Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 240 mg/dl. A quick bolus was delivered to address the bg level. After the last occlusion alarm, the customer resumed insulin delivery and had not received another alarm. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.